Event description:
It was reported that the customer passed away. Customer's blood glucose reading prior to the death was high. It was reported that the cause of the death was probably diabetes and other problems that he had. Customer was not wearing the insulin pump at the time of the death. It was reported that the customer was off the insulin pump all night. Customer's insulin pump was requested to be sent back for analysis. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.